Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was returned for analysis. The coil was found to be stretched and the fiber bundles were covered in blood. Microscopic inspection revealed the coil zap tip shape and surface was smooth. The interlocking arm of the main coil was broken off and not returned for analysis; weld marks were present on the coil. The dimensions that could be measured on the device were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as continuous flush was not maintained. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that the coil was dislodged in the catheter and became stuck. The patient was undergoing an embolization treatment of an unspecified target vessel. A 4mm x 15cm interlock-35 was selected. During the procedure, the coil detached within the catheter and was stuck. The physician removed the coil and the catheter as a unit. The procedure was completed with a 6mm x 20cm coil and a new catheter. No patient complications were reported and the patients' status is fine. However, device analysis revealed that the interlocking arm of the coil was broken off.